Event description:
Olympus was informed that during iud retrieval, the tip of the grasper (where it clamps together) broke off and fell inside the pt. The broken tip was retrieved with an unk instrument. The procedure was completed with another instrument. There was no pt injury reported.

Manufacturer narrative:
The device was not returned to olympus for eval. The user's experience cannot be conclusively determined. If add'l and significant info becomes available at a later date, this report will be supplemented.